Manufacturer narrative:
No devices or photos were received. The part and lot number is unknown. This device is used for treatment. The primary operative notes provided confirm that the patient underwent left total knee arthroplasty on for severe degenerative joint disease. Review of primary operative notes does not indicate root cause. The patient had full extension and full flexion and the patella tracked well. The compatibility could not be assessed and the product history search could not be performed as the part and lot number are unknown. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.

Event description:
It is reported that the patient is experiencing pain, swelling and knee arthroplasty loosening post-operatively.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.